Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy kidney stone extraction procedure, upon retrieval of the patient's stone, the ncircle tipless stone extractor basket wire separated. As the stone was being carried by the basket, one of the two loops that formed the basket came apart from the device. Another basket was opened to retrieve the product and the remainder of the stone fragment that was dropped as the basket came apart. An unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, drawings, manufacturing instructions, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. A functional test determined the handle actuates the basket formation. A visual examination noted the basket sheath is scraped 32 cm from the distal tip. There is a kink at the distal tip of the support sheath. The basket formation was noted to only have two wires remaining. The other wires were returned taped on white bandage gauze. It was observed the end of the basket wires have pulled out of the cannula. The remaining wires are secure in the cannula. A review of the device history record found 3 non-conforming items. The non-conformance issue was identified as basket shape incorrect. All three non-conforming items were scrapped. No other non-conformances were noted. A review of complaint history for additional complaints found there have been no other complaints received associated with the complaint device lot number 8301903. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. The instructions for use (IFU) provides the following precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the provided information a definitive root cause cannot be established. Measures have been initiated to address the reported failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
The initial report contained an erroneous statement. ¿an unintended portion of the device remained inside the patient¿s body.¿ the information received was another basket was opened to retrieve the product and the remainder of the stone fragment that was initially dropped when the first basket came apart. There was no unintended part of the device left inside the patient.